Event description:
It was reported that the device showed a service wrench and gave a "call service" message after completing a self-test. The reported issue is an indicative of the device failure to provide defibrillation therapy. There was no pt involvement associated with the event.

Manufacturer narrative:
(B) (4): physio-control is in the process of evaluating the device and continues to investigate the reported failure. Physio-control will submit a supplement report on this event to the FDA as provided by 21 cfr 803.56.